Manufacturer narrative:
The lot number was provided. A review of the approved device history records indicated the lot met all release criteria. A lot history trending review was performed and there were no similar complaints for this lot number. The coil remains implanted in the patient and the remainder of the device was discarded at the user facility; therefore, a product analysis could not be performed. The root cause is unknown.

Event description:
It was reported that after implantation of an embolization coil in a ruptured internal carotid artery aneurysm, the proximal end of the coil (tail) did not stay in the aneurysm and extended into the parent vessel. There was no evidence of thrombus formation; however, the patient has been prescribed daily baby aspirin to avoid platelet aggregation. There was no reported patient injury.